Event description:
Note: this report pertains to one of two complaints that occurred on the same event date. Refer to manufacturer report # 3005099803-2012-04104, 3005099803-2012-04105 for the other associated device information. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure. The procedure date is unknown; however, reported to be implanted approximately three months prior to (B)(6) 2013. According to the complainant, on (B)(6) 2013, during withdrawal of the placed device from the patient, strong resistance was encountered and it may have damaged the fistula which may have separated gastric wall and abdominal wall. The procedure was completed with a new replacement gastrostomy tube (B)(4). The patient's condition at the conclusion of the procedure was reported to be having damages on the gastric wall and abdominal wall. Additional information received on (B)(4) 2013 that there was no damage to a fistula but rather the gastrostomy site: during removal of the placed device from the patient, strong resistance was encountered and it may have damaged the gastrostomy site which may have separated the gastric and abdominal wall.

Event description:
Note: this report pertains to one of two complaints that occurred on the same event date. Refer to manufacturer report # 3005099803-2012-04104, 3005099803-2012-04105 for the other associated device information. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure. The procedure date is unknown however reported to be implanted approximately three months prior to (B)(6) 2013. According to the complainant, on (B)(6) 2013 during withdrawal of the placed device from the patient, strong resistance was encountered and it may have damaged the fistula which may have separated gastric wall and abdominal wall. The procedure was completed with a new replacement gastrostomy tube (3005099803-2012-04105). The patient's condition at the conclusion of the procedure was reported to be having damages on the gastric wall and abdominal wall.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of difficulty removing the tube. (B)(4) for the reported event of resistance encountered during removal of tube. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.